Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #(B)(4): the full lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. It was noted that the outer insulation of the lead was observed to have blood ingression. Visual inspection found outer insulation breached in-vivo/ depression. Concomitant medical products: 4092-52 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
The right atrial (ra) lead was returned to the manufacturer after being explanted for a system upgrade, analyzed, tested out of specification and is being reported based on analysis. No patient complications have been reported as a result of this event.